Event description:
The report stated that during a laparoscopic colon resection both a ligasure laparoscopic sealer/divider (ls1100) and ligasure v sealer/divider (ls1500) were in use. The ls1100 handpiece worked well, but the ls1500 handpiece did not seal well and the patient experienced oozing bleeding. The handpieces were in use with a ligasure generator with the power set at 2 or 3 bars. The power was raised all the way to 5 bars, the maximum power setting, and the seal still was not adequate. The procedure was then converted to an open procedure.

Manufacturer narrative:
The incident device was evaluated and the handswitch was found to have little tactile feel and to latch on for approximately 3 seconds. A large amount of wet blood was found in the switch area. Once this blood dried, the switch broke free and worked satisfactorily. An improvement to the switch design that will reduce blood/fluid ingress at the switch is in progress.